Event description:
It was reported that the pump d cassette installation error when no cassette was present. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
One device was received for analysis of complaint of cassette installation error when no cassette was present. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual inspection found the downstream occlusion (dso) seal was degraded. During the investigation, the failure was confirmed, caused by the latch lock downstream occlusion (dso) seal degraded. The dso seal was replaced. Device passed testing post repair.